Manufacturer narrative:
Device evaluation: the customer reported issue of ¿the battery springs were corroded¿ was confirmed by visual inspection. Further investigation found the upstream occlusion (uso) seal was buckling/dented. Replaced battery compartment and uso seal. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the battery springs were corroded.¿; during device evaluation it was found the upstream occlusion (uso) seal was buckling/dented. The event occurred during testing. There was no patient involvement.